Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported the first change of the chait percutaneous cecostomy catheter was on (B)(6) 2018. The chait catheter button kept coming out. The product problem necessitated the exchange of the device on (B)(6) 2018 in the theatre. The device is reportedly unavailable for return and evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaints history, device history records, documentation, drawing, manufacturing instructions, instructions for use, and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints and will notify appropriate personnel. Per the quality engineering risk assessment no further action is required.